Event description:
The manufacturer received information alleging a trilogy 202 ventilator (niv issues) condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, a "ventilator service required" alarmed when the device was on. The technician confirmed an error code in the event log indicating (communication between host and obm was lost) and recommends replacing the oxygen blending module system board to address the issue. The issue was resolved after the repairs were completed. Device passed full test.